Event description:
It was reported that a resident was found caught between the mattress and side rail. Her chin was in the side rail. The lower half of her body was resting on the floor. Resident was found in time. She was sent to the hospital for observation because her blood pressure increased after the incident. Was at the hospital for a few days, then returned to nursing home.